Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced tubing separation. The following information was provided by the initial reporter: infusion nurse opened product package to use tubing for infusion and prior to using the tubing fell apart at the first y-site (closest to the spike). No medication had been in the tubing yet.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. One photo was received with the customer's complaint of separation. The photo clearly shows the separation and the complaint has been verified. The photo alone without sample is not enough to determine root cause for this failure. The manufacturer was notified and there is a potential root cause of a solvent dispenser malfunction leading to lack of solvent applied during assembly. There was a quality notification completed in july 2023 that further trained the operators and reinforced the verification and cleaning of brushes used at that assembly bench. A device history record review for model 2426-0007 lot number 23039301 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.